Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were observed at the end of the tubing during the fill tubing sequence. During troubleshooting with tandem's technical support, the customer reconnected the luer lock connection ensuring the connection was tight and observed insulin drops exiting the infusion set tubing, and resumed insulin delivery. The customer's blood glucose level was not impacted.